Event description:
It was reported that a patient presented to clinic for muscle spasms as a result of their atrial lead stimulating the pectoral muscle. P-wave amplitude variation was also seen. It was noted that loss of capture caused the pectoral muscle stimulation. Programming changes were reported. The patient was stable.